Manufacturer narrative:
This case is the same case as MDR ID # 3011632150-2019-00022. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This case is the same case as MDR ID # 3011632150-2019-00022. The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2018. At index procedure ((B)(6) 2018), the patient presented with a de-novo occlusion located between the distal superficial femoral artery (sfa) and the distal popliteal artery (pa) of the right leg. The target lesion presented with a 5.0 mm reference vessel diameter (proximal and distal), 220 mm in length, 100% stenosed, and with grade 3 calcification. Pre-dilatation was performed using a 4.0 x 120 mm percutaneous transluminal angioplasty (pta) balloon and 4.0 x 120 mm drug-coated balloon/drug-eluting balloon (dcb/deb). Two biomimics 3d stents were implanted: 5.0 x 150 mm and 5.0 x 125 mm. On (B)(6) 2018 the patient presented with restenosis of the treated segment (target lesion) and on (B)(6) 2018 percutaneous intervention was performed (pta with cutting balloon and deb). On (B)(6) 2018 the patient presented with restenosis of the treated segment (target lesion) and on (B)(6) 2018 percutaneous intervention was performed (pta and deb). On (B)(6) 2018 the event was reported as resolved. The devices remain implanted.